Manufacturer narrative:
The reported event of pump alarming for air file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported having problems with pumps beeping for air in line when administering chemotherapy regimen e-poch to patients. The regimen consists of etoposide, doxorubicin, and oncovin to infuse over 24 hours. There was no report of patient harm.